Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple low batter warnings and a replace battery alarm. Excessive battery use was observed. The battery compartment and returned battery cap were intact. Evidence of moisture corrosion was found on the battery cap; however, the pump passed a leak test. No power loss was observed. The pump¿s current draws were found to be out of specifications. The pump cover was opened and an intermittent connection was found on the printed circuit board. The connection was re-established and the current draws were within specifications. No additional moisture was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).